Event description:
On (B)(6) 2014, the reporter contacted animas, alleging dim display issue since about a couple of months ago. No additional information was available. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings: visual inspection of the pump found no cosmetic damages. The pump powered up with the appropriate audible and vibratory features. All the buttons responded properly. The verify screen was dim and discolored.